Event description:
Pt is receiving IV cellcept, which comes in blue chemo tubing from pharmacy. Rn went in to hang it, tried multiple different blue jackets to cover the tubing and they wouldn't click shut. While rn was trying to clip the jackets shut, the cellcept tubing disconnected from the pt's line at least 3 times, exposing the rn to the cellcept.